Event description:
It is reported that a customer has been receiving low and high sensor alarms on their insulin pump that have been keeping him awake at night. The patient's blood glucose was unknown. The customer stated that they had a stroke in the past which is why he stopped wearing the glucose meter. The customer was advised to call back to trouble shoot the nest time the customer receives a sensor alarm from the pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.